Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not been communicating. A technical support specialist (tss) reviewed the server and station status and determined that the download and upload processes had stopped. The tss attempted to restart the data synchronization service, but the issue persisted. The tss followed the knowledge article titled how to create a station database backup to create a station database backup; the database was encrypted and was successfully backed up using the password specified in the knowledge article and stored in a temporary location. The tss then performed a full synchronization of the station without dropping the database. After completion, the tss verified that the station was functioning correctly, confirmed that data synchronization was error-free, and validated that the station downloads and upload status on the server was current. The case was closed after multiple follow-ups through email and phone communication. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station had not been communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.